Manufacturer narrative:
The device in question was not returned to walkmed infusion for product evaluation therefore restricting any further failure investigation. The customer has chosen to not send the device to walkmed infusion for evaluation as they feel that they have resolved the issue. As reported by the customer, "regarding the previously reported issue with the walkmed pumps, we have found that since switching out the tubing, we have not had any further issues with infusion run times. At the present time we will not be sending any of the following pumps back for service. If we encounter this problem in the future, we will contact you to report any issues. Thank you for following up with the previously reported infusion pump concerns." The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of walkmed infusion that the product which is the subject of this report in any way malfunctioned, was defective, or was causally related to any death or injury. Customer does not want to return device.

Event description:
Walkmed infusion was notified of a reported concern regarding excess flow or over-infusion. The customer stated the device in question would free flow and/or would allow the dripping of fluid 15-20 drips per 15 seconds instead of the 6 drips per 15 seconds which the customer had expected to observe.